Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient is implanted with one model 3186 in the cervical spine and 1 model 3186 in the thoracic spine. In addition there is one lead in the cervical spine that is disconnected. We are reporting on the thoracic lead. It was reported during the ipg replacement procedure (reference MFR. Report: 1627487-2017-01995) the ipg was connected to the leads and one of the leads revealed all contacts had high impedances despite troubleshooting by the physician. The leads were connected to the newly implanted ipg and impedances remained high. Reprogramming was able to provide stimulation with one of the leads however the other lead was unable to be reprogrammed. The patient felt stimulation in her arms and hands. Surgical intervention may be pending to address the issue.